Manufacturer narrative:
Lead model: 39565-30, lot#: v592235013, implanted: 2011 (B)(6), explanted: 2012 (B)(6), extension model: 3708140, serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), extension model: 3708140, serial#: (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), recharger model: 37752, serial#: (B)(4). (B)(4).

Event description:
It was reported that the patient had his device explanted on (B)(6) 2012 because it never worked and caused other problems such as fecal issues. The patient never had therapeutic effect. If additional information is received, a follow-up report will be sent.